Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and a ¿ventilator inoperative¿ error was identified due to failure of the outlet pressure sensor. The printed circuit assembly (pca) required replacement to address the issue. Additionally, an error indicating the humidifier plate reached 95c, which is close to blowing the thermal cutoff (tco), was observed, which also necessitated pca replacement. The accessory port cover was missing, and dust and dirt contamination was noted inside the device. No evidence of foam particles or foam degradation was identified during the evaluation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.